Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: " phlebotomist removed needle from packaging and screwed on yellow tube holder end. Needle was inserted into patient's vein and phlebotomist went to attach tube into yellow tube holder, only to discover that the entire white end of the butterfly needle had detached from the tubing, causing blood to leak out of the tubing." There were no reports of exposure or medical interventions.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: " phlebotomist removed needle from packaging and screwed on yellow tube holder end. Needle was inserted into patient's vein and phlebotomist went to attach tube into yellow tube holder, only to discover that the entire white end of the butterfly needle had detached from the tubing, causing blood to leak out of the tubing." There were no reports of exposure or medical interventions.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: " phlebotomist removed needle from packaging and screwed on yellow tube holder end. Needle was inserted into patient's vein and phlebotomist went to attach tube into yellow tube holder, only to discover that the entire white end of the butterfly needle had detached from the tubing, causing blood to leak out of the tubing." There were no reports of exposure or medical interventions.

Manufacturer narrative:
Investigation summary: no customer samples or photos were received for this investigation therefore, 30 retention samples were subjected to functional testing with no defects relating to separation and leakage being observed as all the samples passed testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer samples or photos were received the scope of this investigation was limited. Bd was unable to confirm the customer¿s reported failure modes of leakage and separation from the retention testing performed. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.